Event description:
It was reported that after a diagnostic cerebral angiogram on (B)(6) 2012 and after a carotid stenting procedure on (B)(6) 2012, arteriotomy closure was achieved of the right common femoral artery using perclose proglide devices. The operator reportedly regloved and reprepped the puncture site prior to both closure procedures. Reportedly, one week later after the carotid stenting procedure, the patient presented with pain, redness, and drainage of the right groin at the access site. A positive blood culture confirmed the vessel was infected with an unspecified bacterium. The patient was placed on a non-specific antibiotic and the vessel was surgically repaired with a debridement, arterial resection, and a vein graft patch. The vessel was surgically sutured to achieve hemostasis. The physician was reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no product deficiency and device was not returned. The patient effect of an access site infection is a foreseeable event and is a known potential adverse event as per the perclose proglide device instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.